Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a brief low glucose event after drinking a glass of wine with dinner and treated with soda, while using a dexcom g7; outcome reports did not corroborate low readings and the lowest value was not recalled. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of oral glucose administration and were characterized as a serious injury or illness. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.